Manufacturer narrative:
Additional narrative: (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal due to infection of the hip. During the removal, the titanium trochanteric fixation nail screw, titanium cannulated trochanteric fixation nail, and titanium locking screw with t25 stardrive were removed. Procedure outcome and patient status are unknown. This report is for one (1) titanium trochanteric fixation nail. This is report 2 of 3 for (B)(4).